Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, the blade of the device stopped functioning and stopped functionning intermittently. An endobag was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.